Event description:
It was reported that: patient had bilateral hip implants. Patient is experiencing pain in both hips. Patient is reporting that she has groin pain in her right hip. Patient states that she is also experiencing deep muscle pain in both hips and also that her right leg is painful. MRI is currently showing inflammation in her right hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown abgii/rejuvenate stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain, inflammation involving an unknown rejuvenate/ abgii modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain, inflammation is considered to be under the scope of this recall.

Event description:
It was reported that: patient had bilateral hip implants. Patient is experiencing pain in both hips. Patient is reporting that she has groin pain in her right hip. Patient states that she is also experiencing deep muscle pain in both hips and also that her right leg is painful. MRI is currently showing inflammation in her right hip.